Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead exhibited noise that was oversensed and led to inappropriate mode switches. A revision procedure was performed where the ra lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.